Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving low readings on an omnipod meter while using freestyle test strips and reported a reading of 180 mg/dl obtained on the omnipod compared to 450 mg/dl on a hcp meter. On (B)(6) 2018 at 9:00 am, customer experienced chest pain, vomiting and was unable to walk. After multiple blood and urine sample tests, customer was diagnosed with diabetic ketoacidosis and treated with "firefighter infusion-g10 injection" and the glucose level was controlled through electrocardiogram glucose controller. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Visual inspection was performed on returned strips during phase I investigation, and no visible contamination or damage was observed. Control solution testing was performed using 5 returned strips and known good meter. Of the 5 returned test strips that were used for control solution testing, 2 results were within the control solution range, 1 result gave a low reading, 1 test resulted in an error 2 message (indicating there may be a problem with the test strip), and the test did not start for the final attempted control solution test. Blot testing was performed on the remaining unused test strip returned by the customer during phase 2 investigation and identified chemistry was present on the strip. Although chemistry was identified as being present on the strip, enzyme degradation cannot be eliminated as the potential root cause for the observed issues. If freestyle test strips are exposed to the environment and are not kept under the appropriate temperature storage conditions in the sealed vial as per label copy, enzyme degradation of the test strip can occur. Adc has previously determined that enzyme degradation due to improper storage and handling of freestyle test strips may cause inaccurate glucose and control solution results, error messages, or the test may not start once a sample is applied. The customer¿s observation of low results was reproduced during the phase I investigation, however due to insufficient unused returned material (only 6 unused test strips were returned by the customer), no further return product testing could be carried out to confirm the reported low readings issue. The following extended investigation activities were completed for this issue: retain testing (strip), DHR review (strip) and tripped trend review. The review of lot 1034673 and retain material has shown that no mechanical defects were identified for this lot. There were no observed tripped trends for this lot. Retain strip testing met all specified ranges. At the time of manufacture, all results were within specification and no product deficiency was identified for this lot and this issue is therefore not confirmed.this also serves a correction report. Section g5 - PMA/510(k) # was incorrectly documented on the initial report. G5 has been updated.

Event description:
Customer reported receiving low readings on an omnipod meter while using freestyle test strips and reported a reading of 180 mg/dl obtained on the omnipod compared to 450 mg/dl on a hcp meter. On (B)(6) 2018 at 9:00 am, customer experienced chest pain, vomiting and was unable to walk. After multiple blood and urine sample tests, customer was diagnosed with diabetic ketoacidosis and treated with "firefighter infusion-g10 injection" and the glucose level was controlled through electrocardiogram glucose controller. There was no report of death or permanent injury associated with this event.